Event description:
Following completion on the cross-over procedure, as the catheter was withdrawn over a 260cm terumo guidewire, the tip of the catheter fractured from the catheter body outside the pt's vessel.